Event description:
It is reported that surgery was delayed for 45 mins due to the distractor not working correctly. When the glenosphere finally came out of the entire unit, including the locking screws and parts of the glenoid bone.

Manufacturer narrative:
Evaluation summary: the instrument should be lubricated with a water soluble lubricant such as "instrument milk" prior to each surgical procedure for proper functioning of the device. The surgical technique instructs to wedge the fin tip between the superior glenoid bone and the underside of the glenosphere. Cause cannot be definitively determined. Evaluation: as returned, the distractor exhibits intermittent operation. Instrument lube was applied to the distractor and the operation remained intermittent. The device exhibits significant rust on multiple components indicating likely improper cleaning and maintenance. Device history records indicate device manufactured to specification.